Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a potentially erroneously depressed creatinine (cre2) patient sample result obtained during a comparison study on a dimension exl 200 integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported to siemens a potentially erroneously depressed creatinine (cre2) result on one (1) patient sample was obtained during a comparison study on a dimension exl 200 integrated chemistry system. The potentially erroneously depressed result was reported to the physician and not questioned. The same sample was reprocessed for troubleshooting purposes using a different lot of creatinine (cre2) on the original dimension exl 200 integrated chemistry system and obtained a higher result, which was not reported to the physician. The customer performed the comparison study for troubleshooting purposes and is not alleging any of the results to be discordant. It is unknown which result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the potentially erroneously depressed cre2 result.

Manufacturer narrative:
Additional information (16-mar-2026): siemens healthineers has confirmed a potential for imprecision with dimension creatinine (cre2) quality control (qc) and patient sample results when using lot numbers ga6307 and ba7005 on the dimension exl 200 integrated chemistry system. Us customers were notified through an urgent medical device correction (umdc, letter dc26-01.a.us) and urgent field safety notice (ufsn, letter dc26-01.a.ous) titled "imprecision with quality control and patient results for dimension creatinine lot numbers ga6307 and ba7005". The communication was directed to all customers who received dimension creatinine lot numbers ga6307 and ba7005 informing them of the issue and providing instructions the customer must follow. Section h6 has been updated to reflect the investigation. Initial MDR 2517506-2026-00051 was filed on 11-mar-2026.